Manufacturer narrative:
H.6. Investigation summary: bd had performed an evaluation of the complaint and observed the failure mode based on the results generated during internal testing. Additionally, the incident lot had expired at the time this issue was being evaluated so no further testing could be performed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported as part of CAPA 54720 the end of shelf life draw volumes were tested. Product did not meet specification with a bd bd tube nahep plh 13x100 6.0 plbl. This occurred with 60 separate tubes. The following information was provided by the initial reporter: (2 of 2) maximum 35.3-36.8, t=18. It was reported that tubes did not meet the product specification at end of shelf life for draw volume of -19% of labelled draw. As part of CAPA 54720, we sourced bd vacutainer® heparin plastic tube 6.0 ml (369622) which were sterilized at nominal (~17.2kgy) and maximum dose levels (~36.8 kgy) for draw volume testing. The testing indicates both nominal and maximum dosed bd vacutainer® heparin plastic tube 6.0 ml did not meet the product specification at end of shelf life for draw volume of -19% of labelled draw at below mentioned test interval. As part of CAPA 54720, we sourced bd vacutainer® heparin plastic tube 6.0 ml (369622) which were sterilized at nominal (~17.2kgy) and maximum dose levels (~36.8 kgy) for draw volume testing. The testing indicates both nominal and maximum dosed bd vacutainer® heparin plastic tube 6.0 ml did not meet the product specification at end of shelf life for draw volume of -19% of labelled draw at mentioned test interval.

Manufacturer narrative:
Initial reporter phone #: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported as part of CAPA (B)(4) the end of shelf life draw volumes were tested. Product did not meet specification with a bd tube nahep plh 13x100 6.0 plbl. This occurred with 60 separate tubes. The following information was provided by the initial reporter: (2 of 2) maximum 35.3-36.8, t=18 it was reported that tubes did not meet the product specification at end of shelf life for draw volume of -19% of labelled draw. As part of CAPA (B)(4), we sourced bd vacutainer® heparin plastic tube 6.0 ml (369622) which were sterilized at nominal (~17.2kgy) and maximum dose levels (~36.8 kgy) for draw volume testing. The testing indicates both nominal and maximum dosed bd vacutainer® heparin plastic tube 6.0 ml did not meet the product specification at end of shelf life for draw volume of -19% of labelled draw at below mentioned test interval. As part of CAPA (B)(4), we sourced bd vacutainer® heparin plastic tube 6.0 ml (369622) which were sterilized at nominal (~17.2kgy) and maximum dose levels (~36.8 kgy) for draw volume testing. The testing indicates both nominal and maximum dosed bd vacutainer® heparin plastic tube 6.0 ml did not meet the product specification at end of shelf life for draw volume of -19% of labelled draw at mentioned test interval.